Event description:
During a lap fundoplication procedure, no function, error code 5. There was no pt consequence.

Manufacturer narrative:
The analysis results found that device a and b were returned with the blades scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." In addition, device b was found to have the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. According to the IFU the following precautions should be followed: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument."